Manufacturer narrative:
Date of event is estimated. During processing of this incident, further information regarding weight was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's ipg was nearing end of life. Ipg was providing therapy. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was established post-op.

Event description:
Additional information received indicated that analysis findings confirmed the ipg exhibited normal device characteristics and confirmed the device depleted normally.

Manufacturer narrative:
Manufacturing reference number 3006705815-2022-17470 should not have been reported as a medical device report (MDR) after additional information received confirmed that based on parameters obtained, product performance engineering confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics and thus no longer reportable. There is no device malfunction.